Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement was reported.